Event description:
Consumer called to reprot her meter readings more than 20 percent in variance. Had it compared to a lab reading. Analysis run on clark error grid using lab, reading (43) as reference point vs bd) readings (73) yielded some data points in the d range of the grid, outside acceptable limits.